Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 3 no sample or logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during investigation of potential drug infusing too quickly/ran dry/rate variance- pharmacist was unable to locate smof medication and also fat emulsion (2 separate infusions). Also found to occur with albuterol. 3rd event with albuterol.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.